Event description:
It was reported to patient services that at this procedure to add a lead on (B)(6)2011 it ended up taking over 3 hours instead of 45 minutes. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).